Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported it was observed when the pack was opened, the irrigation tube at the white connecting part was bent and unable to return to its original state. The procedure was performed and completed without product replacement. There was no harm to the patient. The sample is not available because it was used on a patient with an infection and discarded. No additional information is expected.

Manufacturer narrative:
This is the second complaint for the finish goods lot; however, the first for this issue. The device history record review shows the order was built and released per specification. The customer did not retain a sample for this complaint report; visual inspection or functional testing could not be conducted. The root cause of the customer's complaint could not be established as a sample has not been received. Without a sample, it is not possible to isolate the root cause. After a thorough investigation of this complaint, it has been determined that no action will be taken at this time as a sample was not returned. Quality assurance will continue to monitor customer complaints via the complaint review meetings, and will take action for any future occurrences as is deemed necessary. (B)(4).